Event description:
It was reported that an m300 self discharged itself at providence health in (B)(6). The m300 discharged at approx 06:30 am on the (B)(6). The m300 is at software revision 8.8 and the ics was at software 8.9. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.